Event description:
This report summarizes <noe> 21 </noe> malfunction events in which the device. Experienced an irrigation . Issue that could lead to overheating. 14 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact. 1 event had patient blood loss.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 21 previously reported events are included in this follow-up record. Product return status: 17 devices were received. 1 device was not available for evaluation. 3 device investigation types have not yet been determined. Event confirmation status: 15 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 11 devices were found to be affected by a malfunctioning irrigation/pinch valve. 3 devices were found to be affected by a malfunctioning power supply board. 1 device was found to be affected by a malfunctioning panel circuit board. 1 device was found to be affected by a malfunctioning irrigation/pinch valve and power supply board. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 20 events were reported for this quarter. Product return status: 1 devices were received. 19 device investigation type has not yet been determined. Event confirmation status: 1 reported events were confirmed. Evaluation results: 1 device was found to be affected by a worn irrigation valve. Additional information: 20 devices were not labeled for single-use. 20 devices were not reprocessed and reused.

Event description:
This report summarizes 20 malfunction events in which the device experienced an irrigation issue that could lead to overheating. 14 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 21 previously reported events are included in this follow-up record. Product return status 20 devices were received. 1 device was not available for evaluation. Event confirmation status. 18 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 13 devices were found to be affected by a malfunctioning irrigation/pinch valve. 2 devices were found to be affected by a malfunctioning irrigation/pinch valve and power supply board. 3 devices were found to be affected by a malfunctioning power supply board. 1 device was found to be affected by a malfunctioning panel circuit board. 1 device had no problem found.

Event description:
This report summarizes noe 21 noe malfunction events in which the device experienced an irrigation issue that could lead to overheating. 14 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact. 1 event had patient blood loss.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 20 events were originally reported for this failure mode during the reporting quarter. 21 events should have been reported; 1 event was inadvertently excluded. - 21 reported events are included in this follow-up record. Product return status 17 devices were received. 1 device was not available for evaluation. 3 device investigation types have not yet been determined. Event confirmation status 15 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 4 devices were found to be affected by damaged electronic components. 11 devices were found to be affected by a worn irrigation valve. 1 device was found to be affected by a worn irrigation valve and a damaged power supply board. 1 device had no problem found.

Event description:
This report summarizes <noe> 21 </noe> malfunction events in which the device experienced an irrigation issue that could lead to overheating. 14 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact. 1 event had patient blood loss.